Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The system was performing as intended and no parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was a problem with the connections on the system. The site stated that they had a problem with connection and an error stating that the localizer was not connected. Troubleshooting was performed and they reconnected the carts. After that the system worked properly. Also after rebooting the system the issue didn't reappear. No patient was present at the time of the event.